Manufacturer narrative:
The investigation concluded that waste fluid that may have contained bio hazardous material splashed into the operator¿s eye when emptying vials of vitros calibrator kit 16 and vitros calibrator kit 23 into the laboratory biohazard waste container. The assignable cause of this event is user error, as the vitros operator did not use proper personal protection equipment (safety glasses or face mask) while emptying the fluid into the waste container. Per the vitros calibrator kit 16 and calibrator kit 23 instructions for use: handle as if capable of transmitting disease. This product is prepared from human components. Testing at the individual donor level was (B)(6) for (B)(6) using FDA approved methods. However, since no test can offer complete assurance that infectious agents are absent, this product should be handled following the recommendations made in clsi guideline m29, or other published biohazard safety guidelines.

Event description:
A customer reported that while discarding the contents of vitros calibrator kits 16 and 23 vials into the laboratory biohazard waste bin, liquid splashed up into the corner of the operator¿s eye from the biohazard waste bin. A splash of clinical laboratory medical waste to the face of a health care worker is considered as blood borne pathogen exposure to skin and mucosa. Due to the unknown pathogen contents and pathogen concentrations in the waste, the potential of infection due to the exposure cannot be ruled out; however the probability of infection should be low. The vitros operator had no adverse reactions or symptoms as a result of this event, and no additional medical treatment was sought. This report is number 1 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. (B)(4).